Manufacturer narrative:
(B)(4).

Event description:
It was reported that one episode of non-sustained rv oversensing was observed. The episode was caused by competitive atrial pacing that lead to inappropriate sensing of the ventricular event. Programming change was suggested but no programming changes were made. The patient was fine.